Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Subject: (B)(6). Associated study: (B)(6). Clinical adverse event received for initial dislocation leading to revision event is serious and is considered severe. Event is not related to device and is related to procedure. Doi: (B)(6) 2018. Doe: (B)(6) 2018. Dor: (B)(6) 2018 (left hip). Patient was revised and the event is considered resolved as of (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided x-ray images have been reviewed. Images include both hip and knee images. The hip images are all prior total hip arthroplasty and do not aid in this investigation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.